Manufacturer narrative:
The customer returned a zip lock bag containing 6 loose test strips. The test strips were discolored and therefore could not be used for further investigation. Relevant retention test strips (lot 322640) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Occupation ni equals lay user / patient. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable inr result from their coaguchek xs meter serial number (B)(4) compared to another family member's coaguchek xs meter (serial number not provided). At 8:58 the result from their meter was 6.0 inr. At 14:26 the result from their meter was 5.7 inr. At 15:00 the result from their family member's meter was 4.5 inr. At 15:05 the result from their meter was 5.8 inr. At 22:45 the result from their meter was 5.9 inr. The customer's therapeutic range is 2 - 3 inr. 14 days prior to a recent surgery, the customer was taken off of marcumar and was given lovenox injections instead. Lovenox was injected for about one and a half weeks. On (B)(6) 2019 the patient started taken marcumar again.